Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02407, and #3005099803-2010-02409 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during a post polypectomy hemostasis procedure. This report is for the second device. According to the complainant, the patient underwent a sigmoid polyp removal; bleeding occurred due to the polypectomy, but the bleeding was considered normal for this type of procedure. The physician decided to place a resolution clip to stop the bleeding. The clip was clipped on the tissue. However, the clip would not release from the catheter so it had to be pulled off of the tissue; no additional bleeding was caused by pulling the clip off of the tissue. They attempted to use a second resolution clip device. They placed the clip into position, and opened and closed the clip a couple of times, but the clip would not release from the catheter; the clip never attached to the tissue. A third clip was used, and had the same issue as the second clip. The procedure was stopped, and the patient remained overnight for observation. The bleeding stopped on its own. The patient was reported to be in stable condition.

Manufacturer narrative:
Customer's product was returned and invesigated. The complaint was not confirmed. Meter powered on with button and with insertion of strips. Did not observe meter turn off after strips were inserted. This is a final report.

Event description:
Customer reported that on (B) (6) 2010 her sugar "bottomed out" at lunch time. She further reported taking insulin and eating food. Later, she had supper and at approximately 2:00 a.m. She began to experience tremulousness, felt like she was "burning up", became incoherent, lost consciousness and had a seizure. Customer noted she attempted to test using her freestyle freedom lite blood glucose meter, but the meter would turn off before a result was obtained. No third-party emergent medical intervention was reported. Customer reported taking a prescription medication, but refused to identify it by name, in addition to taking an unknown number of glucose tablets and drinking orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is complete.